Event description:
A catheter break at the proximal segment was reported. It was unknown if any diagnostic testing or troubleshooting was performed. The spinal segment was not located during the revision and was presumably left in the intrathecal space. The portion of catheter going to pump was trimmed. A new spinal segment implanted and connected to original 8709. The symptoms the patient experienced were less than 50% of therapy relief, ineffective pain relief. The patient status at the time of the report was indicated as alive, no injury. The patient was further reported to be ¿doing great¿ now. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).